Event description:
The reporter stated that the up arrow and down arrow keypad buttons are intermittently sticking. She stated that the issues began on (B)(6) 2012. The reporter noted that the patient wears the pump in her pocket and does not clean the pump.

Manufacturer narrative:
Follow-up #1 03/14/2012-device evaluation: the pump has been returned and evaluated by product analysis on 02/15/2012 with the following findings: there was no visible damage to the keypad. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.